Event description:
Surgical procedure note: patient was undergoing a laparoscopic supracervical hysterectomy. Total laparoscopic hysterectomy could not be done because of ureter abutting uterosacral ligament. Laparoscopic morcellator (gynecare morcellex) generator was slow and would not morcellate. Tried two handpieces with no help. Did not get another generator from other or for 45 minutes. Because of this, added 1 - 1.5 hours to case time.